Event description:
Critical adverse event involving an intubated male with multiple medical problems, who was admitted to the micu. Patient was attached to the maquet servo-I base unit ventilator. Incident involved the involved ventilator being on "stand by" mode whilst attached to the patient.